Event description:
As reported via legal documentation the patient had a second left knee revision on (B)(6)2018. Approximately 4 years and 2 months after the second revision the patient had a third left knee revision on (B)(6)2022. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. The patient was required to undergo left knee revision surgery on (B)(6)2018, where the aforesaid exactech components were explanted, except for the exactech patellar button; and thereafter was required to undergo a further left knee revision surgery on (B)(6) 2022, for the explantation of a patellar button. In addition, the patient has required multiple left knee fluid aspirations.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
06-jan-2025 - this follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report 1038671-2023-00663.